Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) displayed the main screen suddenly. All roller pumps and gas flow were stopped when the user controlled the gas flow via the perfusion screen. The user re-entered the perfusion screen and restarted pumps. During this action, all roller pumps and gas flow had been stopped about one minute, due to loss and then re-selection of the perfusion screen. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there was no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the software log analysis at the MFR, "at 9:30:17 am the ccm logs "end case data logging" tab was pressed." This event is normally logged when "post case" tab is pressed and "yes" is selected. This will cause all roller pumps to stop and gas flow to be set to 0 l/min. The customer stated that the case was completed successfully and there was not any harm to the pt. We expect that the user touched the "post case" tab accidentally during controlling gas flow. The slide bar of gas flow was located on the right side; therefore, the adjustment arrow of gas flow was located near by "post case" tab. The user may have selected "yes" without confirming the detail message.